Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 172 mg/dl. The customer stated that he had a button error and was not able to clear it. The customer stated that there was a blank screen and the pump kept beeping at him. The customer stated that the keypad was not responding. The customer took the battery out and received a battery out limit alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.